Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 was not reproduced. There were zero events of system error 322 found in the event history log however, system error 320 was found. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 320. The link was found to be binding, which is a known contributor to the reported problem, and will be adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)), door latch error. This occurred in the supply room. There was no patient involvement. No additional information is available.